Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Caller reported the low glucose alarm did not sound and because of this, the customer experienced cold sweats, a seizure, and a loss of consciousness. Customer's wife obtained a reading of 20 mg/dl (unspecified device) and contacted paramedics who, upon their arrival, obtained a reading of 38 mg/dl on their device and provided unspecified treatment. Customer was transported to a hospital where he was diagnosed with hypoglycemia and administered glucose via injection and intravenous infusion, and also provided food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Caller reported the low glucose alarm did not sound and because of this, the customer experienced cold sweats, a seizure, and a loss of consciousness. Customer's wife obtained a reading of 20 mg/dl (unspecified device) and contacted paramedics who, upon their arrival, obtained a reading of 38 mg/dl on their device and provided unspecified treatment. Customer was transported to a hospital where he was diagnosed with hypoglycemia and administered glucose via injection and intravenous infusion, and also provided food. There was no report of death or permanent injury associated with this event.